Event description:
The following has been reported by customer: biomed file: request for data extraction for the following facts: facts: patient placed on a 125 mg/24 h furosemide infusion on november 18 at 6 p.m. Syringe pump set at 12.5 ml/h.250 mg/25 ml furosemide ampoule. Syringe pump set up to start on november 18 at 6 p.m. Until november 19 at 6 p.m. However, at 6 a.m. Today (november 19), the infusion was completed. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.